Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. It was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to constant motor error alarm. All buttons function properly. No button alarm noted. Connector on lcd board was inspected and no anomaly noted. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube.

Event description:
The customer reported via phone call that she was attempting to do a set change but the rewind process the insulin pump made a clicking sound and then alarmed motor error. The customer changed the battery and tried to rewind again but the motor error alarm came back. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.